Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. A sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked tank cover and front cover, and an outdated printed circuit board (pcb) and power switch. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed as the device would not power on. The cause of the reported problem was determined to be caused by the user as it was submerged in water. No repair actions were taken. Due to the age and condition of the device, it was scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was submerged in water. No adverse events reported.